Event description:
Spontaneous rt. Breast abscess with drainage and non healing wound. On (B)(6) 2016 right breast en bloc explantation of leaking/ruptured implant with capsular contraction. Requested information and photo of removed implant denied. Pending explantation of lt capsular contracted implant.